Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints received for this lot number. Add'l info was requested by phone on 03/20/2007 and by mail and fax on 03/21/2007 and 03/29/2007. Add'l data was provided by phone on 03/20/2007. The questionnaire has not been returned.

Event description:
During intraocular lens (iol) implant surgery, a surgeon reported leakage at the incision site. One day post-operatively, the lens had rotated off the marked axis. The surgeon rotated the lens back in place and sutured the wound. Additional information, including the patient's status, has been requested.